Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The physician was using a taxus liberte' 2.25x24mm drug eluting stent to treat a lesion in an unk vessel and realized that "a mesh of the stent was lifted". The physician decided to not use the damaged stent. No patient complications were reported. This product is only ous approved but it is similar to a marketed us device.

Manufacturer narrative:
The device has not been reutrned for analysis as of the date of this report.